Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump could not communicate with motor arm and main arm. Customer blood glucose reading was 267 mg/dl. Customer also reported the critical block and inverse critical block did not add to zero. Customer did not troubleshoot the insulin pump errors. Insulin pump will not be returning for analysis.